Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device failed the op check. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device. A non-philips 3 leads cable in poor condition was replaced with a philips cable and the device returned to full operation. No further action is required at this time.